Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their right front tooth is still sticking out a bit farther than the rest of the teeth and their upper arch could be adjusted a bit more.